Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforated her left fallopian tube/peroration (fallopian tubes)/essure coil protruding into the serosa of the left fallopian tube"), device dislocation ("migration of left essure coil") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 27-year-old female patient who had essure (batch no. 627750) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menorrhagia, dysfunctional uterine bleeding and termination of pregnancy - elective. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced ovarian cyst ("ovarian cysts on left ovary/right ovarian cyst"). In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("vaginal bleeding/abnormal bleeding (vaginal)"). In 2011, the patient experienced pelvic adhesions ("pelvic adhesions") and procedural pain ("painful post-operative recovery/post-removal left lower-sided abdominal pain"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced fatigue ("fatigue"), depression ("depression") and weight fluctuation ("weight fluctuations"). In (B)(6) 2016, the patient experienced vaginitis gardnerella ("gardnerella vaginalis positive"). In (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, pelvic pain and abdominal pain and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced weight increased ("weight gain"). The patient was treated with medroxyprogesterone acetate (depo-provera), norethisterone acetate (aygestin), fluoxetine hydrochloride (prozac), antibiotics, paracetamol (tylenol), surgery (on (B)(6) 2017, underwent salpingectomy (one side removal of fallopian tube) and lysis of adhesions.), surgery (on (B)(6) 2017, underwent salpingectomy (one side removal of fallopian tube) and lysis of adhesions.) And surgery (endometrial ablation). At the time of the report, the fallopian tube perforation, device dislocation, vaginal haemorrhage and fatigue outcome was unknown, the menorrhagia, pelvic adhesions, dysmenorrhoea, vaginitis gardnerella, depression, weight increased, ovarian cyst and weight fluctuation had resolved and the procedural pain had not resolved. The reporter considered depression, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, menorrhagia, ovarian cyst, pelvic adhesions, procedural pain, vaginal haemorrhage, vaginitis gardnerella, weight fluctuation and weight increased to be related to essure. The reporter commented: she sought medical attention for her symptoms from healthcare providers. Following the essure removal surgery, she suffered a painful post-operative recovery. Since having the surgery, she still suffers lower left abdominal pain. Plantiff had right essure implant still in. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: confirming full occlusion of fallopian tubes ultrasound pelvis - on (B)(6) 2011: 3.2cm right ovarian cyst (B)(6) 2016, plantiff had gardnerella vaginalis test positive. (B)(6) 2015, ultrasound: essure coils seen within cornu of uterus. (B)(6) 2017, pelvic ultrasound: apparent extension of left essure coil into the endometrial cavity. (B)(6) 2017; hysterosalpingogram (hsg); essure coils in correct position, provider said 2nd hsg could not be performed because balloon would not remain in place. (B)(6) 2011;hysterosalpingography: impression: fallopian tubes bilaterally occluded in presence of bilateral essure implants. Small focus scar tissue, possible polyp or fibroid in lower uterine endometrial cavity. (B)(6) 2017; hysterosalpingography: findings: scout film demonstrates normal configuration of essure devices bilaterally. Impression: suboptimal exam. Likely stricture deep aspect endocervical canal. Essure devices show no change in configuration compared to (B)(6) 2011. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforated her left fallopian tube/peroration (fallopian tubes)/essure coil protruding into the serosa of the left fallopian tube"), device dislocation ("migration of left essure coil") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 27-year-old female patient who had essure (batch no. 627750) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menorrhagia, dysfunctional uterine bleeding and termination of pregnancy - elective. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced ovarian cyst ("ovarian cysts on left ovary/right ovarian cyst"). In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("vaginal bleeding/abnormal bleeding (vaginal)"). In 2011, the patient experienced procedural pain ("painful post-operative recovery/post-removal left lower-sided abdominal pain") and pelvic adhesions ("pelvic adhesions"). In 2015, the patient experienced fatigue ("fatigue"), depression ("depression") and weight fluctuation ("weight fluctuations"). On (B)(6) 2016, the patient experienced vaginitis gardnerella ("gardnerella vaginalis positive"). In (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, pelvic pain and abdominal pain and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and weight increased ("weight gain"). The patient was treated with medroxyprogesterone acetate (depo-provera), norethisterone acetate (aygestin), fluoxetine hydrochloride (prozac), antibiotics, paracetamol (tylenol), surgery (on (B)(6) 2017, underwent salpingectomy (one side removal of fallopian tube) and lysis of adhesions.), surgery (on (B)(6) 2017, underwent salpingectomy (one side removal of fallopian tube) and lysis of adhesions.) And surgery (endometrial ablation). At the time of the report, the fallopian tube perforation, device dislocation, vaginal haemorrhage and fatigue outcome was unknown, the menorrhagia, dysmenorrhoea, vaginitis gardnerella, depression, weight increased, ovarian cyst, pelvic adhesions and weight fluctuation had resolved and the procedural pain had not resolved. The reporter considered depression, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, menorrhagia, ovarian cyst, pelvic adhesions, procedural pain, vaginal haemorrhage, vaginitis gardnerella, weight fluctuation and weight increased to be related to essure. The reporter commented: she sought medical attention for her symptoms from healthcare providers. Following the essure removal surgery, she suffered a painful post-operative recovery. Since having the surgery, she still suffers lower left abdominal pain. Plantiff had right essure implant still in. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: confirming full occlusion of fallopian tubes ultrasound pelvis - on (B)(6) 2011: 3.2cm right ovarian cyst (B)(6) 2016, plantiff had gardnerella vaginalis test positive. (B)(6) 2015, ultrasound: essure coils seen within cornu of uterus. (B)(6) 2017, pelvic ultrasound: apparent extension of left essure coil into the endometrial cavity. (B)(6) 2017; hysterosalpingogram (hsg); essure coils in correct position, provider said 2nd hsg could not be performed because balloon would not remain in place. (B)(6) 2011;hysterosalpingography: impression: fallopian tubes bilaterally occluded in presence of bilateral essure implants. Small focus scar tissue, possible polyp or fibroid in lower uterine endometrial cavity. (B)(6) 2017; hysterosalpingography: findings: scout film demonstrates normal configuration of essure devices bilaterally. Impression: suboptimal exam. Likely stricture deep aspect endocervical canal. Essure devices show no change in configuration compared to (B)(6) 2011. Most recent follow-up information incorporated above includes: on 2-mar-2018: pfs was received. Event per pfs: abnormal bleeding (vaginal), dysmenorrhea (cramping), gardnerella vaginalis positive, depression, weight gain, ovarian cysts on left ovary/right ovarian cyst, pelvic adhesions, post-removal left lower-sided abdominal pain and weight fluctuation. Concurrent condition, medical history and laboratory data were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforated her left fallopian tube") and device dislocation ("migration of left essure coil") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, vaginal haemorrhage ("vaginal bleeding"), fatigue ("fatigue") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery ((B)(6) 2017, underwent a surgery remove the left essure device) and surgery ((B)(6) 2017, underwent a surgery remove the left essure device). At the time of the report, the fallopian tube perforation, device dislocation, vaginal haemorrhage, fatigue and procedural pain outcome was unknown. The reporter considered device dislocation, fallopian tube perforation, fatigue, procedural pain and vaginal haemorrhage to be related to essure. The reporter commented: she sought medical attention for her symptoms from healthcare providers. Following the essure removal surgery, she suffered a painful post-operative recovery. Since having the surgery, she still suffers lower left abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: confirming full occlusion of fallopian tubes. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.